Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 06-jun-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 22-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that it didn¿t seem like the device was working for the last two weeks. The patient could turn it all the way up but he was not feeling anything. The patient noted it looked and felt like all the wires had fallen to the bottom of his back and they were all knotted up since the other day. The patient had not had any falls. The patient was directed to follow-up with their healthcare provider to have the implant and leads checked. The indication for sue was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient reports he needed the stimulator "reset". The patient said the stimulator was not helping him and he increased the stimulation to 9.9v. No falls or trauma were said to be related to the issue. The patient clarified that reset meant reprogrammed. The patient was directed to follow up with their hcp. No further complications were reported.